Event description:
It was reported that on (B)(6) 2026, a patient presented with degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, rotated heart and elongated leaflets for a mitraclip procedure. During device preparation, the steerable guide catheter (sgc) was unable to hold fluid column. Troubleshooting was preformed unsuccessfully and the sgc was replaced. During the procedure, a mitraclip xtw was successfully implanted. After deployment, a single leaflet detachment occurred. An additional mitraclip xtw was implanted to stabilize the slda mitraclip. The procedure was discontinued. The final mr was reduced. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with degenerative mitral regurgitation (mr), a prolapsed posterior leaflet, rotated heart and elongated leaflets for a mitraclip procedure. During device preparation, the steerable guide catheter (sgc) was unable to hold fluid column. Troubleshooting was preformed unsuccessfully and the sgc was replaced. During the procedure, a mitraclip xtw was successfully implanted. After deployment, a single leaflet detachment occurred. An additional mitraclip xtw was implanted to stabilize the slda mitraclip. The procedure was discontinued. The final mr was reduced. There were no adverse patient effects or clinically significant delays reported.